Event description:
Specialty pharmacy: errors reported when choosing the correctly timed dose (loading dose vs maintenance dose) each month for specialty medications. Some specialty medications require a loading dose the first month, followed by an alternative, maintenance dosing regimen beginning subsequent months. One pharmacy shared that when they used a non-integrated pharmacy dispensing system (enterpriserx), a prescriber would send one prescription, containing both the loading and maintenance dose, for a specialty medication (e.g., emgality). Both the loading dose and maintenance dose would be received by the specialty pharmacy and entered into the pharmacy dispensing software as two separate orders. At the point of clinical pre-verification, a pharmacist would temporarily deactivate the inappropriate dose for that month, and verify the appropriate dose. Because the pharmacy software system was not integrated with the electronic health record (ehr), this temporary deactivation would not change or effect the patient's medication profile within the (ehr); the isolation of the correct dose for that month would then be evident to the production team. In "xxxxx 2022," this pharmacy changed dispensing systems, converting to the epic integrated willow ambulatory system. Specialty clinical pharmacists worked together to identify all specialty medications in need of an order set. To accommodate both a loading and maintenance dose. The order sets effectively couple the dosing regimens together, however, within an ehr integrated system, the prior method of deactivating the non-current dose can no longer be relied upon as this action would cancel the prescription on the patient's integrated medication profile. The incorrect dose (either loading when it should be maintenance or vice versa) has been chosen and processed incorrectly on multiple occasions ismp, (B)(6)